Event description:
It was reported that the pt expired. No further details including date and cause of death, the concentration and daily dose of baclofen being delivered via the pump, or the device functionality at the time of death, were known at the time of this report. Add'l info has been requested.